Manufacturer narrative:
The reported product is an unknown baxter minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as reusing of minicaps. The peritonitis was manifested by stomach pain. One day after event onset, the patient was hospitalized and began treatment with injection of vancomycin (1gm daily, ongoing) and injection of meropenem (1gm daily, ongoing). Pd therapy was ongoing. The patient was discharged from the hospital eight days after admission. At the time of this report, the patient was recovering from the peritonitis event. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient was recovered from the peritonitis event (unknown date). Should additional relevant information become available, a supplemental report will be submitted.